Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient is ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia, bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists arrhythmia as a potential late postimplant complications. Additionally, under ¿anticoagulation¿, section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Additionally, this document states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure from (B)(6) 2021. It was reported that the patient had worsening anemia without signs of overt bleeding. The baseline hemoglobin and hematocrit on (B)(6) 2021 were 10.9 and 33.7 and on (B)(6) 2021 they were 8.2 and 25.1. On (B)(6) 2021 the patient had ventricular tachycardia (vt) during transport and again when arrived at the hospital. The patient was cardioverted by implantable cardioverter-defibrillator (ICD) shock and then externally. The patient had two runs of vt that each lasted for 43 seconds and 51 seconds with a vt rate of about 270 to 300. For each run there was a 41 j shock delivered with termination of amiodarone at 0.5 intraoperative events. There was vt at 190 that required shock during closing and the patient was shocked externally. Then a narrow-appearing supraventricular tachycardia (svt) required another shock. The patient was also shocked on transport by internal automatic implantable cardioverter-defibrillator (aicd). On (B)(6) 2021 patient was given 1 unit of fresh frozen plasma and 1 unit of platelets. The patient was monitored closely for any signs of increased bleeding. Post implant the patient was on inotropes-milrinone on (B)(6) 2021. The baseline platelet count continued to downtrend and on (B)(6) 2021 heparin was decreased. On (B)(6) 2021 the patient had a mild edema to dorsum of left with mild left foot pain without discoloration or effusion. Colchicine was started. On (B)(6) 2021 the patient had localized swelling at the upper end of the incision. On the exam there was fairly localized swelling under the upper part of the incision. There was no bright erythema. It was suspected that the patient had a hematoma. A white blood cell erythema was at the superior position microsatellite instability (msi). Antibiotics were held at that time. On (B)(6) 2021, there was post-surgical fluid and air within the soft tissue of the left chest. Blood cultures were found to be negative on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported mild post-surgical fluid extending to anterior mediastinum. On (B)(6) 2021, superior portion of microsatellite instability (msi) with mild erythema and slight edema. The patient is stable. Start date was reported as (B)(6) 2021 and remains ongoing. No additional information provided.